Manufacturer narrative:
The customer reported complaint for the autopulse platform (sn (B)(4) ) stopped compressions several times was not confirmed during archive review and the initial functional testing. There were no device deficiencies found during the evaluation. However, we cannot rule out that the customer did not experience the stoppage as reported due to the corrupted archive. No device malfunction was observed, and it performed as intended. Upon visual inspection, unrelated to the reported complaint, noticed both of the head restraint wires were cut. The patient head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. Missing head restraints do not render the autopulse platform non-functional. The noted physical damage to the top cover appeared to be the characteristic of user mishandling. The top cover was replaced to address the issue. Also, unrelated to the reported complaint noticed a damaged load plate cover and the front and bottom enclosures. The root cause for the observed physical damages was likely attributed to mishandling such as a drop. The damaged parts were replaced to address the issue. Also, observed the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate, unrelated to the reported complaint. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. In addition, no lcd backlight was observed during the visual inspection, unrelated to the reported complaint. The root cause was due to a defective lcd, the lcd was replaced to address the observed issue. This type of issue found during visual inspection is characteristic of normal wear and tear. The autopulse platform is a reusable device and was manufactured in august 2007, and is more than 13 years old, well beyond the expected service life of 5 years. The archive data was corrupted therefore the details of the event are not available. The last date of uncorrupted data was 7/25/2019. The observed issue with the archive log was likely caused by an overfilled storage buffer on the processor board likely due to the platform's unexpected shutdowns. The load cell characterization test was performed and confirmed both load cell modules are functioning within the specification. A drive train motor brake gap inspection was performed and verified within the specification. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
As reported, the autopulse platform (sn (B)(4) ) was used to treat a (B)(6) male (200lb) patient in cardiac arrest. Upon emergency crew arrival the manual CPR and ventilation were performed by the first responder for an unknown period. The patient was unresponsive to any stimuli and apneic. Fast pads were applied, however, the patient was found to be in asystole. CPR was continued with an administered high-flow oxygen via the bag-valve-mask (bvm) and an upgraded airway. The platform stopped compressions several times with no error codes displayed during the patient transport to the hospital. The manual CPR was immediately performed for the rest of the trip and the patient was transferred to the emergency department with the ongoing resuscitation. The rosc was not achieved and the patient was pronounced in the hospital. No information about the cause of death was provided. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluate the incident and it was determined that the death was not related to the autopulse device.